Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information and without the device to analyze, a cause for the reported crack could not be determined. The reported leak was a cascading event of reported crack. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation, the lock lever on the mitraclip delivery system (cds) was observed to have a crack, fluid leaked out the moment the flushes from the pressure bags were turned on. The cds was not used and was discarded. There was no patient involvement and no clinically significant delay. No additional information regarding this issue was provided.